Manufacturer narrative:
Manufacturing site evaluation: clips received show traces of wear which may be a sign of multiple use, or improper use of application forceps. There are no indications of manufacturing or material defects. The cause of the failure can not be determined.

Event description:
Country of complaint: (B)(6). The surgeon clipped the operative site by ft714t and ft742t in tandem. The surgeon found a clip had slipped off when the angiography image was reviewed. Which clip (ft714t or ft742t) slipped off is under investigation. State of brain aneurysm: dome diameter - 4mm. Neck diameter - 2mm. Device 1 of 2.